Event description:
It was reported that a pericardial effusion occurred during the procedure. The caller reported that the patient had a drop in blood pressure mid-procedure. Pericardial effusion was confirmed with ice and fluoro. The caller reported that the medical intervention provided was a pericardiocentesis. A cardiothoracic surgeon also "cracked the chest" to repair a cardiac perforation. When the chest was opened, they were able to visualize where it was bleeding. The caller reported that a graft was placed on the cardiac perforation in the right ventricle. The last known patient status was stable and in recovery. The caller reported that no ablation had occurred when the pericardial effusion was noticed. The caller reported that the following bwi products were in use when the injury was noticed: the optrell catheter had been in the left ventricle but had been removed before the pericardial effusion was noticed. The qdot catheter & vizigo sheath were in left ventricle. A decanav catheter was in the coronary sinus and another decanav catheter was in the epicardial space. A soundstar catheter was in the right atrium. The caller reported that 3 reprocessed decanav catheters (sterilmed) were used during the case. The reference number for the reprocessed decanav catheters was (B)(4). The caller reported that the serial numbers for the reprocessed decanav catheters were (B)(6). The caller provided the following details for the optrell catheter used in the case: reference number-(B)(4); lot number-31620551m. The caller was unable to provide the details for the other catheters used during the case. The caller reported that the ngen generator (B)(6)) was set up for ablation and the carto 3 system (B)(6) was used for mapping. Additional information was received indicating the physician believes the pericardial effusion was caused with a short agilis sheath from the epicardium. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).